Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had a blank display and they had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer reported that she was changing the battery every day and the pump was not alarming low battery the troubleshooting was performed for the low battery. The troubleshooting was declined for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.